Manufacturer narrative:
The customer provided the direct phone number for the initial reporter. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1 (phone number), g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device does not have any repair history. In light of the fact that five years have passed since the subject device was delivered, it is likely that the wearing away of the latch of the video connector socket due to a repeated use of the device for a long time caused malfunction. That might have caused failure to lock the video connector firmly, leading to unstable electrical connection. Thus, the device might have failed to transfer the video signals from the videoscope to the video processor appropriately, resulting in the image flicker.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. The device has been returned and an evaluation completed for it. Manufacture date is not available. User complaint is confirmed. Upon inspection and testing, it was observed that worn out video connector latch causing poor connection and flickering image. The device is equipped with the new type of switch.

Event description:
As reported for this event, the device connector would not hold the camera. The camera kept falling out of the socket. There was no harm or adverse impact to any patient.